Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose level and blank display. The customer¿s blood glucose level was 400 mg/dl and treated with syringe. Customer declined the troubleshoot for high blood glucose. Customer reported damage on the bottom of pump and look burned on the sticker label. Advise to discontinue to use of the pump and revert to backup plan per hcp's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with stained end cap sticker.